Event description:
Boston scientific crm received information that the patient implanted with this coronary sinus pacing lead presented to the clinic due to a thumping sensation in the abdomen. An x-ray revealed that the lead had dislodged. Pacing impedance measurements were >2000 ohms and loss of capture was observed.

Manufacturer narrative:
The lead was explanted and another coronary sinus lead was attempted to be implanted. That lead could not be placed and the patient was scheduled for an epicardial pacing lead. No adverse patient effects were reported. The explanted lead and attempted lead were discarded by the hospital and will not be returned.